Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and getting fluid taken out lungs and heart from heavy pd. The patient contact reported the patient is on a diuretic pill, bumetanide, which makes the patient urinate. Upon follow up, the patient¿s pd nurse reported the patient was admitted to the hospital with a diagnosis of congestive heart failure. The patient underwent a chest x-ray which revealed infiltrates; however, the origin of the infiltrates was unknown. There was no documentation in the patient¿s discharge summary that alleged the patient¿s dialysis was the cause of the hospitalization. The only diagnosis documented in the discharge summary was congestive heart failure. The patient was discharged on (B)(6) 2021. The pdrn did report the patient has had a rapid decline in health recently and that the spouse was taking over pd care. The spouse was not familiar with the liberty select cycler functions and the calls to technical support were most likely due to the lack of experience with the cycler. The patient has since transferred to a new clinic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hospitalization for congestive heart failure. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The patient was admitted to the hospital with a diagnosis of congestive heart failure. There was no hospital documentation that the patient¿s dialysis was the cause of that diagnosis. Congestive heart failure affects the pumping of the heart muscles leading to blood and other fluids to back up inside your body¿s organs and tissues including the lungs, abdomen, and liver. Per the pdrn, the patient¿s spouse is new to assisting the patient with pd therapy and not familiar with the liberty select cycler functions and likely the reason for calling technical support for assistance and concern. The pdrn stated the patient has also had a rapid decline in health recently. Based on the available information and no hospital documentation of any dialysis related diagnosis, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for congestive heart failure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and getting fluid taken out lungs and heart from heavy pd. The patient contact reported the patient is on a diuretic pill, bumetanide, which makes the patient urinate. Upon follow up, the patient¿s pd nurse reported the patient was admitted to the hospital with a diagnosis of congestive heart failure. The patient underwent a chest x-ray which revealed infiltrates; however, the origin of the infiltrates was unknown. There was no documentation in the patient¿s discharge summary that alleged the patient¿s dialysis was the cause of the hospitalization. The only diagnosis documented in the discharge summary was congestive heart failure. The patient was discharged on (B)(6) 2021. The pdrn did report the patient has had a rapid decline in health recently and that the spouse was taking over pd care. The spouse was not familiar with the liberty select cycler functions and the calls to technical support were most likely due to the lack of experience with the cycler. The patient has since transferred to a new clinic.